Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial and ventricular ports, hanger, and case needed repairing. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comments that the external pulse generator (epg) output connector a ssembly was broken, the upper case is dented and has a broken boss, and the hanger was broken. It was also indicated that the backlight does not work and there was a connector issue on the main printed circuit board. All found effective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.